Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Through review of medical article "transcatheter treatment of ¿complex¿ malfunction of tricuspid valve prosthesis" authors giuseppe santoro et al, the following valve in valve event was identified as pertaining to an edwars device: a 45-year-old patient with a 31mm porcine edwards/baxter valve implanted in the tricuspid position underwent a valve in valve procedure after an implant duration of approx 31 years due to calcific degeneration with thickening of leaflets leading to moderate-to-severe tricuspid valve prosthesis stenosis (peak /mean 22/9mmhg), high gradients and severe regurgitation. Periprosthetic regurgitation. Was observed too. A 22mm non-edwards valve was implanted within the disabled edwards/baxter device. A 12-mm amplatzer vascular plug type ii was also used to occlude the paravalvular leak. The patient was discharged on pod # 7. Patient medical history includes tricuspid valve ebstein anomaly.